Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the sidekick support catheter that are cleared in the us. The pro code and 510 k number for the sidekick support catheter are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2024).

Event description:
It was reported that during a recanalization procedure, the string-shaped thing came out together with the tip of the catheter when the catheter was pulled out. It was further reported that the string was removed and thrown away. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sidekick support catheter that are cleared in the us. The pro code and 510 k number for the sidekick support catheter are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one sidekick support catheter was returned for evaluation. During the visual evaluation, the sidekick distal tip was noted to be damaged and bunching was noted proximal to the distal tip. Therefore the investigation is confirmed for the identified material deformation issue as the distal tip of the catheter was noted to be damaged. However, the investigation remains inconclusive for the inner layer peeled or delaminated issue as there is no clear evidence. A definitive root cause for the reported peeled / delaminated and identified material deformation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure, the string-shaped thing came out together with the tip of the catheter when the catheter was pulled out. It was further reported that the string was removed and thrown away. There was no reported patient injury.